Manufacturer narrative:
Additional information provided in h.6. And h.11. The product was not received at the investigation site for this complaint report; visual inspection or functional testing could not be conducted. Product is expected but has not been returned to date. Receipt of complaint product or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The reported product¿s lot number was not reported, preventing lot specific reviews for similar complaints or non-conformances. However, before production release, each device history record is reviewed to ensure that all associated products meet the required specifications and release criteria. As the root cause and its origin are inconclusive, further investigation or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trends and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that at the time the phakic with intra ocular lens implantation surgery was initiated, during the prephaco, chop, and epinucleus modes, continuous irrigation (open position) repeatedly and continuously switched itself to the closed position. The same situation was observed during the cortex stage as well; although continuous irrigation was set to open, the system did not allow fluid flow and repeatedly shut down with display of error message. The procedure completion details were unknown. There was patient contact with suspect product but no impact to the patient. This report pertains to the first of the two patients involved in reported events from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.